Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported an 83-year-old male patient with a high risk of percutaneous coronary intervention acute was implanted with a impella cp for mechanical circulatory support. The complainant reported an access site bleed. Medical staff remedied the bleed by sutures and a femoral stop. The patient survived the event.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by adding additional 8 figure suture. G3.